Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a procedure, the farawave pulsed field ablation catheter flush port appeared to not function properly as the device would not allow saline to flow through fast enough. The catheter was replaced, and the issue was resolved. The procedure was completed successfully and there were no patient complications. The catheter is expected to return for analysis. It was further reported that there was no difficulty deploying or undeploying the catheter and the issue occurred with the flush lumen. The catheter is expected to return for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a procedure, the farawave pulsed field ablation catheter flush port appeared to not function properly as the device would not allow saline to flow through fast enough. There was no difficulty deploying or undeploying the catheter and the issue occurred with the flush lumen. Subsequently, the catheter was replaced, and the issue was resolved. The procedure was completed successfully and there were no patient complications. The catheter is expected to return for analysis.